Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp alarmed in the patient's ventricle. The physician decided to reposition the device; however, it pulled out of the aorta, and they were unable to re-position. The physician decided to explant the impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.